Event description:
We are reporting 3 of the same device.first disposable failed and after removing from patient noted the balloon appeared to be fused in one area. 2nd and 3rd disposable were used and each time the thermachoice machine failed after third one failed immediately. Called the company rep and she came in to eval the situation. No resolve of problem after she spoke to mfg technical support. Several of our disposable cords were used during trouble shooting. In the cleanup process, the devices were not kept isolated in the correct packages so ID by staff was not possible. The mfg rep did give the first device # to her company but we have no access to that information at present.====================== health professional's impression======================staff doesn't know except for first device where the balloon was "fused."